Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with creases, balding areas of the textured outer shell on the anterior surface and moderate yellowing. The device weighed 577.3 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side ultrasound detected rupture and left-side infection.